Event description:
According to the reporter, during a procedure, the needle was fractured at two-thirds of the tip while being removed from the abdominal cavity with a needle holder. The broken tip end was lost, and repeated attempts were made to locate it, which delayed the surgery by two hours. Efforts were made to find the broken needle tip end, and the patient's vital signs were closely monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.